Manufacturer narrative:
Pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump passed the delivery accuracy test. Pump delivered a bolus properly. No under delivery anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had the under delivery of the insulin and the customer was alleging the insulin pump for under delivery of the insulin. Customer¿s blood glucose level was 477 mg/dl at the time of the incident and the current blood glucose value of the customer was 72 mg/dl. The customer was treated with the manual injections. The customer was assisted with the troubleshooting. The reason why customer alleging the insulin pump for under delivery because the customer claims that the insulin pump was not delivering the insulin at night. The insulin pump will be returned for the analysis.